Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir anomaly. Customer stated she had difficulty filling the reservoirs with insulin. Customer was unable to push air from the reservoir into vial of insulin or unable to draw insulin from the vial into the reservoir. Customer's blood glucose was unknown. Customer stated that she was able to resolve the issue however advised call back once issues persist to better assist her. No further information provided.